Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture (grade iii) and rupture.

Event description:
Patient reported left side "breast discomfort," "implant recall", "capsular contracture baker iii", and "suspected rupture". "Shortness of breath and cough" were also reported by not considered device related. The device remains implanted.